Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was confirmed that a "ventilator service required" alarm sounded. An error code in relation to low flow (obm_air_flow_sensor_failed and obm_air_flow_drift_out_of_range) were recorded in the device event log. In conclusion the oxygen blender system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the operation check, an abnormal noise was confirmed from the motor blower assembly, therefore the motor blower assembly and stirring fan foam were replaced to address the issue unrelated to the reported malfunction. The number of screw fastenings exceeded the specified value; therefore, the base enclosure was replaced. Cracks were observed on the handle and the front enclosure, but the parts were not replaced due to the customer's request. The following parts were replaced as a part of maintenance: trilogy o2 pm1 kit, capacitor, battery fan, exhaust fan assembly, stirring fan, 43 micron filter. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was checked (14.2.05). The internal battery and detachable battery will be replaced when inventory becomes available. If any additional information is received, a follow-up report will be filed.